Event description:
Information received with return of the explanted device notes that patient was admitted for "r cea" and was noted to have noise on the ventricular egm possibly secondary to ventricular lead fracture. The noise events were associated with inhibition of pacing. The patient was pacemaker dependent with an escape rhythm of 40 bpm.